Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose level of 400 mg/dl to 500 mg/dl. Customer was declined troubleshooting for high blood glucose level. Customer stated that the cannula was bent. The device will not be returned for analysis.